Event description:
It was reported that occlusion alarms occurred. Customer was able to troubleshoot the occlusion without changing supplies. Customer resumed insulin delivery successfully. Customer's blood glucose was 151 mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.